Event description:
Procedure: lap recto-sigmoid colon. Reportedly, the stapler was fired and the tissue was transected, but the staples were not formed. The reporter stated that the tissue may have been too thick. Bleeding was observed, so the surgeon proceeded to hand sew the tissue.